Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. Visual evaluation was performed. The complaint of a missing tunneler tip, more specifically, an incorrect tunneler in the package, is confirmed. The photographs of the alleged complaint indicated that a tunneler lacking a conical was found in a 9.6 port kit for powerport® isp m.r.I. Implantable port with lot# recu048. The most likely root cause of the incorrect tunneler being placed in the kit is a mix-up at the supplier; additionally, bard reynosa has issued an event which captures applicable corrective and/or preventative actions for incorrect tunneler in the port kit for powerport® isp m.r.I. Implantable port. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. (Expiration date: 12/2019).

Event description:
It was reported that the port kit contained the incorrect tunneler. A new kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port kit contained the incorrect tunneler. A new kit was opened to complete the procedure. There was no reported patient injury.